Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d4: model #: requested, not provided d4: lot #: requested, not provided d4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6b: explanted date: requested, but unknown h4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received information during a follow-up discussion related to a previous product performance review (ppr). A healthcare professional described a case involving surgical removal of a deployed angio-seal device. The patient had a do not resuscitate (dnr) order and subsequently passed away. The patient reportedly had additional underlying medical conditions.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The exact root cause cannot be determined. There was no report of a device malfunction or other indication that the device was related to the patient's death. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).